Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 7.31mm from the top of the outer tube. The device was tested with the gen. The device functioned in air while being activated. In addition, the remaining portion of the blade penetrated the chamois. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns:" avoid accidental contact with other instruments during use." Eath device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated under CAPA 2002-c-013.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass, failed to work. Another instrument from a different box was used to complete the procedure. There was no consequence to the pt.